Event description:
The company was made aware that a surgery was performed to reposition the patient's device. During the surgery the silastic ring detached from the magnet and the silastic ring on to the device was replaced. The patient is being monitored.